Manufacturer narrative:
At this time, the product has not been returned. If the product is returned and analysis will be performed, a supplemental report will be filed if there is any further relevant information from that review.

Event description:
It was reported that this left ventricular (lv) lead was not successfully implanted due to an unknown product performance anomaly. A new lead was successfully implanted. No adverse patient effects were reported.

Manufacturer narrative:
At this time, the product has not been returned. If the product is returned and analysis will be performed, a supplemental report will be filed if there is any further relevant information from that review.

Event description:
It was reported that this left ventricular (lv) lead was not successfully implanted due to an unknown product performance anomaly. A new lead was successfully implanted. No adverse patient effects were reported. This event was deemed non-reportable as additional information was obtained from the field indicating that this lead was inserted but due to patient anatomy, lead was removed.